Event description:
It was reported that intra-op the head of the poly axial screw came out. The broken screw was not retrieved and surgery was completed using new screw. No other adverse consequences was reported to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed upon visual inspection. The head was returned but the bone screw remained implanted as it could not be explanted safely. Manufacturing records were reviewed and no anomalies were found. It was reported that the screw was firmly attached to the driver and that the angle may have been steep. Conclusion: the plausible root cause of the reported event could not be determined conclusively. However, according to the risk table the contributing factors could be : screw could have been misaligned for angular insertion into the bone, hard bone, screw connected too tight to screw driver.

Event description:
It was reported that intra-op the head of the poly axial screw came out. The broken screw was not retrieved and surgery was completed using new screw. No other adverse consequences was reported to the patient.